Event description:
Complainant alleged tht during biomed testing and routine preventive maintenance, the device reported a "bridge test failed" message. The complainant indicated that there was no patient involvement in the reported malfunction.